Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the issue. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6800 fluoroscopy system was reported to have lines through the image on the monitors.